Manufacturer narrative:
The device was returned to olympus and the device evaluation confirmed the customer¿s allegation, which was determined to be caused by multiple broken elements on the device. The pink probe unit was chipped and loose and the glue was peeling on the forceps cover. In addition, the bending section cover was chipped, the plate cover on the control body was missing and the label on the scope connector was peeling. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility

Event description:
The customer reported to olympus, there were ¿spot/black patches in the picture¿ on the evis exera ii ultrasound gastrovideoscope prior to an unknown procedure. During the inspection of the returned device, there was peeling glue on the forceps cover and the probe unit was chipped and loose. There were no reports of patient harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. E2, e3 ¿ repeated attempts were performed to obtain additional information from the reporter, including occupation, but were not successful. If additional information is obtained at a later date, a supplemental report will be submitted. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the cause of the forceps cover glue peeling and a chipped/loose probe unit likely occurred from external force applied to the part. The specific root cause could not be determined at this time. The following information is stated in the instructions for use: "inspection of the endoscope 3. Inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." Olympus will continue to monitor field performance for this device.